Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer is continuing to receive reports from pediatric oncology unit that there is overfill in the high dose methotrexate bags. The customer reports the sticker on the bag is the total volume of the bag. They are not understanding where the discrepancy is occurring. There was patient involvement, however outcome is unknown. Although requested, additional information was not provided.

Event description:
It was reported that the customer is continuing to receive reports from pediatric oncology unit that there is overfill in the high dose methotrexate bags. The customer reports the sticker on the bag is the total volume of the bag. They are not understanding where the discrepancy is occurring. There was patient involvement, however outcome is unknown. Although requested, additional information was not provided.

Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause for the reported issue of an overfill issues in methotrexate was not determined because no products or device logs were returned.